Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/08/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier product code and lot number? => since it was in a sterilized bag, the sales rep could not see the other side of the instrument, only the number 10705036012641 on the trigger. In addition, there is 2209-070 printed on the side. No further information will be available. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). => the applier was new one. When she used the applier has the problem for another clip, she was able to load it without any problems. - please explain how the clips were loading into the applier? => no further information will be available. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? => no problem with the loading way. - was the applier checked for damaged (jaws straight and aligned)? => the applier was new one. No damaged. - what suture type and size was used? => vicryl 3-0 - when the event occurred, was the suture placed near the hinge of the clip? => yes. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? => no further information will be available. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? => yes. The suture was under tension." A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic colectomy procedure on (B)(6) 2022 and clips suture were used. During the procedure, the clip could not be fed into the applier. The device was fired, but the clip was not closed on the suture. The device was not used to complete the case. No adverse patient consequences were reported. Additional information was requested.